Manufacturer narrative:
Initial reporter address: (B)(6). Contact office address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was found leaking. The reporter stated that the leak occurred when they were connecting the set to a baxter extension set. This occurred during pre prime. There was no patient involvement. No additional information is available.